Manufacturer narrative:
Updated investigation conclusion code: imaging evaluation: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Two jpg images submitted for evaluation. Images received via (email) with no patient identifier or date of acquisition in image. Images cannot be manipulated or rotated in any way. Image 1-coronal, there appears to be a stent graft proximal to what appears to be the right and left renal arteries. Image 2-sagittal, there appears to be a stent graft at the level of what appears to be the sma. Unable to confirm migration with one time-point.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that on (B)(6) 2021, the patient presented with an abdominal aortic aneurysm that was treated with the implantation of gore¿ excluder¿ aaa endoprostheses. It was stated that the initial position of gore¿ excluder¿ conformable aaa endoprosthesis with active control system (cxt) was aggressive/high because of a highly angulated aortic neck. After the first deployment step, the device was reconstrained and repositioned to the intended position below the lowest renal. The implant procedure was concluded with favorable results. On (B)(6) 2021, the endoprosthesis appears to have migrated proximal and covered the renal arteries. On (B)(6) 2021, the devices were successfully explanted. It was stated that one kidney was lost.